Manufacturer narrative:
The hvad is used for treatment not diagnosis. The reported event of a critical battery alarm followed by a controller exchange was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a critical battery alarm on (B)(6) 2016 at 20:41:13. The data entry before this event shows that the controller was connected to battery ((B)(4)) which both had 81% remaining state of charge. When the alarm occurred, battery ((B)(4)) was logged with 0% remaining state of charge. At 20:42:54, when the critical battery alarm cleared, battery ((B)(4)) was disconnected from the controller and battery ((B)(4)), on power port two (2), was replaced with a cac adapter. Log files show a vad disconnect alarm on (B)(6) 2016 at 20:43:26, likely before the controller exchange was performed by the patient. This is the final log entry for the reported event date. When the vad disconnect occurred, the controller was connected to a cac adapter on power port two (2), with no power source connected on power port one (1). No controller power-ups or motor start events were logged on the reported event date. Log file analysis revealed a power switching event, which occurred two hours before the critical battery alarm. The critical battery alarm and power switching event is most likely due to communication error between battery and controller. There is no evidence that the patient lost power during the reported event; the alarm the patient heard was most likely the "critical battery" alarm. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. Log file analysis revealed that the patient did not experience a loss of power during the event. The root cause of the reported event can be attributed to a critical battery alarm, which was likely due to a communication error between the controller and battery.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller began alarming "no power" and the screen was blank although both batteries had a charge and were connected. The patient ran into his house and performed a controller exchange. Pump off time unsure per the patient's report. No further alarms or issues following the controller exchange. Patient tolerated the pump off time and exchange well. The patient was seen in clinic on (B)(6) 2016 and was issued a new back-up controller.